Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer reporting that the patient¿s ins was taking a long time to charge and that it didn't hold a charge. The patient stated that it had been this way since implant. The patient stated that they charged in the morning and overnight the ins battery depleted so they had to charge again in the morning, which took about 1.5 hours. The patient mentioned that they charged at 4 or 5 in the afternoon before, but they still had to charge their ins in the morning. The patient stated that they would recharge on recharge speed 4 with excellent recharge quality. They also indicated that they kept stimulation on overnight. The patient stated that their manufacturer representative (rep) told them that the battery would last them two days, but it lasted them ¿half a day¿. Patient services reviewed expected recharge times on speed 4 and recharging with excellent. They also reviewed how settings and usage could affect the ins battery depletion rate. The patient mentioned that the rep stated they could leave stimulation on all night. They also reported that they had been changing their setting and had been on several different programs with this problem. The patient mentioned that they had been trying to ¿tune this thing in¿ because they could not get the kind of relief that they had been expecting since implant (never having therapeutic effect). The patient mentioned that they were going to be seeing the rep again on the 31st. Patient services reviewed that the patient should monitor their recharging and discuss their settings with the rep and to call back if they were still having issues. Additional information received from a manufacturer representative (rep). It was reported that the patient has shown the rep what he does for charging at home, and the connection was excellent and all looked normal. The rep could not replicate any issues with charging. The cause of the issue was that there were higher impedances and the patient was using a higher output from the ins. Recharge statistics looked fine. The rep was not sure what happened at the patient's home once he starts charging. The patient was awaiting a si injection to see if this will resolve some pain. They stated that maybe they were not getting the reported positive results during the trial like he thought. The hcp wanted to wait until after an injection before reprogramming. Additional information was received from the patient (pt). It was reported that on the day of implant pt thinks they struck a nerve or something because he went through pain, agony, misery which was really bad. Pt thinks he had a lot of scar tissue when they were trying to put the lead up through all the vertebras they hit a nerve. In the beginning no one was able to get any feeling on the right side but finally after a rep played with it long enough so that pt can feel the buzzing on the right side if he turns it up high enough. Pt still charges it up to 100% every morning. A rep keeps having pt turn the rate down so that it doesn't wear down his ins battery so quickly does not last more than 8 hours so he has been doing that. Pt was redirected to their hcp. Additional information was received from the patient. It was reported that the issue was a continuing process of trial and error. After implant, the patient had pain and muscle cramps that dissipated over time and is no longer an issue. The patient was told the charge would last from 2-2.5 days, but it never lasted for even 24 hours. The patient was also said they were not told that the recharge time would be about an 1.5 hours. The patient said the device did not reduce or relieve the pain in their lower back. The patient stopped seeing the rep since the visits didn't result in pain relief and the pandemic shutdowns limited availability. The patient no longer uses the device as it had stopped working.